Event description:
During the procedure evolution biliary stent could not deployed, as the tiger seemed to be jammed & was not moving freely. As per cc form: prosthesis kept sound of "clicking" when activating the handle to release the prosthesis. The prosthesis did not release. Query reply: 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal evolution in the patient, during stent placement. 2. What endoscope type and channel size was used? Olympus 180. 3. What was the position of the elevator? N/a, open, closed open. 4. Details of the wire guide used (diameter, type, make)? Metii-35-480. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. No. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no. No. 7. Please advise the anatomical location of the intended target site. Cbd. 8. How long was the stent in the patient by the time this complaint occurred? Imidiate . 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. Na. 10. If yes, how often was this completed? Stent not deployed. 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no. No. 12. What intervention (if any) was required? N/a. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. N/a. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. No. 15. If yes, please specify what was observed and where on the device it was observed. N/a. Stricture information: 1. What was the length and diameter of the stricture? 5cm/3.3mm. 2. Where was the stricture located in the body? Mid cbd. 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no. No. 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no. No. 5. Was the stricture dilated before stent placement? N/a yes, no. No because already 10fr plastic stent removed before evolution insert. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? N/a, yes, no. Yes. 2. Was resistance felt during insertion into patient? N/a, yes, no. No. 3. If yes, at what point? N/a. Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other. Deployment. 2. If other, please specify none. 3. Was the directional button pressed during use? N/a, yes, no. No. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no. No. 5. Was the yellow marker kept in view during deployment? N/a, yes, no. Yes. 6. Are images of the device or procedure available? N/a, yes, no]. No.

Manufacturer narrative:
Device evaluation: the 01x evo-10-11-8-b device of lot number c1901468 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 30th may 2023. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab returned separately. ¿ protective tubing in place on return. ¿ red safety wire in place. ¿ red shuttle on 10th dimple. ¿ directional button in deployment position. ¿ broken flexor observed approx 14cm from white tip. Functional inspection: ¿ handle actuating find for deployment and recapture. ¿ unable to deploy stent. ¿ unable to remove safety wire. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous patient anatomy. As noted in the lab evaluation, the flexor/outer catheter was broken upon return. It is possible that during deployment, a tortuous path may have caused a kink in the flexor and continued attempts to deploy may have led to a build-up of pressure at the kink resulting in the flexor breaking. This break could have subsequently contributed to the deployment difficulty described by the customer testimony. The clicking noise in the customer testimony was likely generated due to the excessive strain/pressure placed on the device during continued attempts to deploy. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 used device. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.